Event description:
It was reported that approximately two weeks post implant, the right ventricular [rv] lead had diminishing r waves and increased threshold. The threshold continued to rise during the five years that the lead was implanted. Additionally, during a scheduled device change-out procedure, the r waves measured low, the rv lead threshold measured high and fluoroscopy revealed that the lead had dislodged from its original position. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.